Event description:
This MDR is being filed as exposed implanted material. It was reported that following the 2nd treatment with a urethral bulking implant, the patient experienced recurrent cystitis and a urinary tract infection. During the 3rd treatment a month later, the doctor noted 1.0cm of exposed implant material located at the vesical neck and extruded implant material that was retained in the bladder from the 2nd treatment. Via cystoscopy, the doctor extracted the implant material and performed the 3rd injection. The extracted implant material sample was not retained. The patient was treated for the urinary tract infection with macrobid (#20-1 tab/twice a day). The current status of the patient was listed as incontinent. Injection details are as follows: treatment volume was 2.0ml., transurethral approach, rate of injection was 60 seconds, needle held at injection site of 90 seconds, position of injection site was mid-urethra needle was imbedded to shoulder, no blanching, blebing or coaptation noted. Physician felt patient was a good candidate for the implant, urethral tissue was described as fairly healthy, the mucosal lining seemed moderately pale, atrophic and poorly vascularized, decreased tissue elasticity.

Manufacturer narrative:
A review of the device history record for the reported lot number found nothing that would cause or contribute to the reported problem. The instructions for use states that the device forms a cohesive, spongy mass that serves to bulk surrounding tissue and is not subject to absorption or enzymatic breakdown within the body. The low viscosity of the implant solution and the cohesive mass of the resulting implant require specific attention to the injection site, needle orientation, depth of needle placement, rate of injection, and injection volume, in order to achieve the highest rate of success. During the course of the clinical investigation, 28 subjects receiving the urethral implant treatment experienced exposed bulking material in the urethral mucosa. Exposed material was associated with shallow placement and injection proximal to the bladder neck. Overtime, the urethra healed spontaneously as the mucosal surface re-epithelialized. A physician may choose to remove exposed material cystoscopically with graspers or forceps to facilitate healing. The IFU instructs the user: the unique characteristics of the bulking material require injection techniques that may differ slightly from techniques employed with alternative bulking agents. Contraindications include patients with the following conditions: acute cystitis, urethritis, other acute or chronic genitourinary tract infections, or fragile urethral mucosal lining. Baseline report previously provided. Bard conducted a retrospective review of genyx and bard dmrs (las piedras, pr facility). As submitted in the PMA supplement #p030030/s002 for a facilities change to las piedras, pr, both dmrs are equivalent in all relevant aspects including: materials, quantities of dmso and evoh, mixing time and temperature; the processes for mixing, transfer, filing, sealing the vial, capping and labeling operations; and in process and final test and inspection requirements. A review of bard dhrs from june 2005 to july 2006 found that all raw materials were found to be within specifications and all 14 lots were manufactured using the same procedures, methods, inspections and specifications as approved in the PMA. The manufacturing parameters related to quantity of dmso and evoh, mixing time and temperature were within the acceptable ranges. The review verified that each lot produced was manufactured in accordance with the dmr. Based on our DHR review no changes were noted, and therefore, the implant material and impact of accessories have been eliminated as a root cause. Based on this process of elimination, patient selection and injection technique were identified as the most likely root causes for the exposed implant material report. Bard's root cause analysis identifies patient selection and injection technique as potential contributing factors to successful patient outcomes. Bard performed a review of adverse events reported for exposed material, erosion and necrosis on a per physician basis. The analysis showed that the events were reported across multiple physicians with few occurrences (=<2). Bard has consulted with an expert in urogynecology regarding his clinical experience with tegress. He provided a clinical expert review of the severity of adverse events and the importance of proper patient selection and injection technique to reduce adverse event reports. The clinical expert opinion confirmed our conclusion that proper patient selection and injection technique are contributors to exposed material.